Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized for high blood glucose levels. Customer stated she went to the emergency room for an infusion set infection that caused her blood glucose levels to elevate to 500mg/dl. Customer has stopped using the insulin pump. Nothing further reported.